Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. Device not available for evaluation.

Event description:
It was reported that (8) 8015 pcu keypad were replaced because of two left arrow buttons not functional, power button and charge led not working, 1, 5, 9 buttons not working, battery light flickers, third button on bottom inoperative & power button inoperative, sys on red light flash upon press. There was no reported patient involvement.